Manufacturer narrative:
Analysis of the subject returned device did confirm the reported issue. When the device is put on, the messages "technical problem" and ¿no network¿ are displayed. However, rebooting the device resolves the issue. It is able to work and communicate without difficulties. The most probable hypothesis is that a component failure caused the reported event. No cause for the reported event could be clearly established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 3-april-2025, the screen displays "technical problem" and "no network"when starting the smartview connect.